Manufacturer narrative:
Unit received no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the pump. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer also reported that buttons were not responding. Customer reported that insulin pump was exposed to moisture. Customer's blood glucose was 165 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.